Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleged elevated metal ions after the first revision. The metal head and stem were reported to the impacted product due to the ppf allegation.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.